Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-01076. It was reported the patient presented in the emergency room for syncope. The patient's implantable cardioverter defibrillator was noted to be eroded through her skin and the patient experienced an infection. The physician explanted the device and the right ventricular lead. The patient was in stable condition.